Event description:
The customer reported that the defibrillator failed to shock an unstable pt in ventricular tachycardia. The pt expired. The customer reported that the failure of the device to shock did not contribute to the pt outcome.